Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician lost the transeptal puncture site. When the transeptal puncture site was found with a competitor device, the sheath and balloon catheter were advanced. It was noted that the patient began to experience hypotension and the physician observed that the patient's heart boarder was not moving. The procedure was aborted and the surgical back up team was notified. Surgical intervention was conducted and a tear in the right atrial appendage was found and repaired. The patient was stabilized and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.